Manufacturer narrative:
The unit passed the basic occlusion test and the displacement test. However, the device was unable to prime during the prime test due to a faulty force sensor resistor. The unit had a bleeding glass on the lcd board, minor scratches on the lcd window, and cracked battery tube threads.

Event description:
The customer called in to report that the insulin pump had insulin "squirting" out during while filling the tubing. The customer also reported a "bleeding" display and several hairline cracks on the insulin pump. The customer's blood glucose level was 114 mg/dl. The customer was advised to discontinue using the insulin pump and to revert to their back-up plan. The customer was advised that the device would be replaced, and was informed to return the product for analysis.